Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: exact implantation date is unknown however it occurred in (B)(6) 2017. Upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery due to infection which occurred greater than 90 days post implantation. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred greater than 90 days post-implantation, devices can be excluded as a possible source. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, six (6) years post-implantation, the patient had reported limping and an inability to continue working due to pain. The patient then underwent a two-stage revision surgery due to infection. The implanted components were removed and placed with antibiotic spacers, which were replaced with new components one month later. It was reported that the patient is currently doing well and that no further information is available.

Event description:
It was reported that a patient underwent a revision total knee replacement. Subsequently, the patient continued to experience pain and difficulty ambulating. Approximately one month post-implantation, the patient underwent a second revision surgery in which all components were exchanged. Due diligence is in progress for this complaint; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown articular surface: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-01484; 0001822565-2023-01486. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. See h10 narrative.